Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 35 mm. Microscopic inspection of the balloon showed several scratches in close vicinity of the tear. It seems likely that the tear in the balloon was caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy.

Event description:
The passeo-18 peripheral balloon catheter was selected for pre-dilatation. The device was positioned at the mid of popliteal artery and inflated up to 13atm. The balloon was deflated and re-positioned at the distal popliteal lesion. The balloon was then inflated again up to 10atm, but it ruptured during inflation. The device was retrieved.